Event description:
Pt underwent spinal fixation procedure on 10/5/94. On 7/6/95 she had instrumentation removed. It was noted post-operatively that she had palpable hardware. It was felt that this would cause skin abrasion or possible tear. Pt elected to have hardware removed electively rather than wait until emergency removal was necessary.